Manufacturer narrative:
(B)(4) . The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Presented at 1 day post op with striae in right eye. Patient brought back to the laser suite and right eye flap lifted and stretched (B)(6) 2015. Patient seen (B)(6) 2015 visual acuity sans corrected (vasc) 20/20 in both eyes.